Event description:
It was reported that the right ventricular lead was capped due to t wave oversensing which caused inappropriate therapy. No further patient complications have been reported as a result of this event.